Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval occlusion, deep vein thrombosis (dvt) and blood clots. The patient reported becoming aware of blood clots, clotting and or occlusion of the inferior vena cava (ivc) approximately seven years and four months post implant. The patient also reports pain and swelling of the lower extremity and anxiety related to the filter. According to the implant record the patient developed extensive left lower extremity dvt while undergoing chemotherapy and radiation for cervical cancer and on therapeutic innohep. The filter was placed via the right femoral vein and deployed below the level of the renal veins, under fluoroscopic guidance. The patient tolerated the procedure well. There is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and or pain of the affected extremity. The development of blood clots or dvt¿s is often associated with patient and or pharmaceutical factors. Ivc filters are not indicated for use in the prevention of dvt. Pain, swelling and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval occlusion, deep vein thrombosis (dvt) and blood clots. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of cervical cancer, was undergoing chemotherapy and radiation and developed extensive left lower extremity deep venous thrombosis while on therapeutic innohep. Percutaneous access in the right femoral vein was obtained via seldinger technique. A wire was placed into the inferior vena cava with the trapease sheath and dilator placed via wire exchange. The sheath was noted to be at around the l3 vertebral body level for performance of the venogram which revealed a patent inferior vena cava and bilateral renal veins at the l1-l2 inner space. Deployment was successfully performed below the level of the renal veins under fluoroscopic guidance. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and four months after the filter implantation. The patient reports blood clots, clotting and or occlusion of the inferior vena cava (ivc), pain and swelling in the lower extremity and further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval occlusion, deep vein thrombosis (dvt) and blood clots. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). The development of blood clots or dvt¿s is often associated with patient and or pharmaceutical factors. Ivc filters are not indicated for use in the prevention of dvt. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval occlusion, dvt, blood clots. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.